Manufacturer narrative:
The reported events of high pacing lead impedance, lead fracture and oversensing were not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
During a follow-up, there was high pacing impedance and episodes of oversensing noted on the right ventricular lead. X-ray imaging also confirmed that the rv lead was damaged. The rv lead was explanted and replaced to resolve the event and the patient was stable.